Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Skin graft mesher, serial number (B)(4), was manufactured on august 5, 2014, and was 2 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed minor cosmetic damage to the mesher handle including nicks and scratches. The latching pins engaged as intended. The comb had damaged on one end that prevented the cutter to pass through as intended. The roller gear, roller shaft extension, and roller shaft extension end did not appear to be deformed or galled as it appeared the components had not been used since the last repair. The test mesh using the customer¿s mesher, ratchet, and cutter 1.5:1, was unable to be performed due to the comb deformation. Next, the test mesh using the qa mesher, ratchet, and cutter 1.5:1, was able to be performed. The ratchet operated as intended and the test mesh was acceptable. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the damaged comb. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the device was still not working properly¿ was non-verifiable since the device was unable to be tested due to the damaged comb. Based on the information that was provided the root cause of the reported event could not be specifically determined. However, during the initial inspection it was noted that the comb was damaged on one end and this prevented the cutter from passing through as intended. The IFU states that ¿to avoid damage to the comb, the comb must be in the horizontal position before the cutter is installed.¿ the skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the device still was not working properly. The skin graft mesher would not work because the blade would not roll correctly. No adverse events have been reported as a result of the malfunction.